Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This lead was replaced successfully. This ra lead has not been received for investigation. No additional adverse patient effects were reported.